Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had their device removed. Agent tried to reach patient back to clarify why the device was removed. Call went to voicemail (vm), mailbox full and agent was not able to leave a vm.

Event description:
Additional information was received from a manufacturing representative (rep). When asked to clarify the statement, device removed, they reported that it was unknown. It was unknown if the cause of the device being removed was determined and the most likely caused or contributed to this issue. It was unknown if the steps were or will be taken to resolve this issue. It was unknown if the issue was resolved. When asked if they asked the customer to return the device, the rep stated that they did not and was unaware of event. The device had not been returned and was unknown of the status of the device. It was unknown of who had the possession of the device ans for any answers that were unknown, when asked whether they requested the information from the physician and/or patient, they reported that they would update when further information was known as it would be requested.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.